Event description:
Ventilator safety valve came open while on patient. Patient removed from ventilator and manually bagged while replacement ventilator was obtained and placed on patient. Patient remained stable during event. Ventilator removed from service. Sent to biomed.